Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported by a patient that she underwent an endometrial ablation procedure on an unknown date in (B)(6) of 2019. She reports ".about 2 weeks after the procedure I went into a labor like state. I had excruciating uterine pain and cramping, heavy bleeding, vomiting, the shakes, etc. I felt like I was giving birth to an alien but I was not at all pregnant. As a matter of fact I had to have my tubes tied in conjunction with this procedure. In (B)(6) 2019 my mirena iud expelled itself from my uterus. This explains the "labor" I went in after the surgery and all the fluid I was passing. My quality of life has gone downhill. I got a meaningless tubal ligation. The next step is a total hysterectomy." No additional details available at this time.